Event description:
During robotic inguinal/umbilical hernia repair using the mega suturecut needle driver, with approx 2 minute's use, the cable came loose from the jaw of the needle driver. Instrument was replaced with a now one and defective instrument over to biomed (chain of custody). Diagnosis or reason for use: rt inguinal and umbilical hernia. Event abated after use stopped or dose reduced: yes.